Manufacturer narrative:
Eval of the machine confirmed the reported issue and also encountered a major internal fluid spill damaging the machine's top deck. This report reflects a product issue identified during a retrospective review of svc records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the svc record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
Customers contacted haemonetics on (B)(6) 2009 reporting that the power supply battery of their orthopat machine would not hold its charge. No injury or reaction was reported.